Event description:
It was reported the patient began to experience uncomfortable heating at the ipg site after experiencing a fall. The heating only occurred when stimulation was on. As a result, the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor explanted and replaced with patient's ipg (with a different model per the manufacturer's device record database). The replacement ipg was implanted in a new location. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.